Event description:
During a laparoscopic appendectomy, the device did not fire correctly. The staples did to form completly. Another device was opened and the case was completed without complication. There was no pt consequence.